Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted right atrial (ra) lead exhibited high pacing thresholds and would not pace in multiple locations. The lead also exhibited high pacing impedance. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.